Manufacturer narrative:
The ecm tissue sample was not returned to cormatrix for evaluation. Multiple attempts have been made to obtain additional info from the surgeon and staff. No additional info is currently available. Manufacturing records for lot m14d1045 have been reviewed. There were no deviations or non-conformances that could have caused or contributed to the reported event. This is the only event associated with lot m14ed1045 to date.

Event description:
On 07/18/2015, cormatrix cardiovascular received details of an event involving the cormatrix ecm for carotid repair product. Details of the event are provided below. It was reported that a femoral endarterectomy case had bled postoperatively. The ecm patch material was reported not to be over soaked bu that the doctor basically dipped and wetted the patch in saline prior to use. Deep suture bites were taken throughout all layers and appeared "fine" prior to closure. The pt returned for surgery the next day. When the site was opened, delamination and blood between the layers was observed. Additional info is currently not available.